Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 auxiliary tower containing emergent medications was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station with emergent medication was not detected on bus. A field service engineer (fse) responded to an urgent customer request to restore the auxiliary tower containing merchant medications and patient-specific medications. An initial remote troubleshooting attempt was unsuccessful, and due to the critical nature of the issue, an onsite visit was performed. Investigation revealed that the cabinet was an older med card unit with partially damaged cables connecting to the back of the station. The failed component was replaced, restoring full functionality to the system. The customer verified proper operation and expressed satisfaction with the repair. The system functioned as intended after the field service engineer repaired the device.